Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that is performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a procedure. It was reported that over the weekend they were having issues transferring exams from the imaging system. There was no further details provided. There was no reported harm to the patient present. New additional information was received. It was reported there was a delay less than one hour. The manufacturer representative (rep) was able to connect the imaging system and the navigation system and successfully transfer exams. The rep noticed that the exam the site was having issues transferring did not have a [nav] tag and the site most likely did not have everything set properly and took a non-navigated spin without realizing it.